Event description:
The customer reported a false negative reaction on the provue with a dat test on a cord blood sample that was later found to be positive with manual gel and tube. Issue started on: (B)(6) 2013, frequency: 1 cord blood sample, sample ID: requested not provided, error occurred during: dat. The cord blood was first run on the provue for the cord blood test. The baby's blood type is bpos and the mother is a pos. The dat was negative. The same sample was then tested manually in gel by the med tech student. The dat was 1+ positive. The same sample was repeated by another tech and the dat confirmed to be 1+. The same sample was tested in tube and was microscopically positive. Gel card lot 052213001-34, mts diluent lot md060 and md058 were used for all testing. Tube anti-igg antisera lot requested not provided. The sample was spun down and clots removed before all testing. The manual gel was performed twice using a cell suspension made from the cells at the top of the red cell layer and a cell suspension made from cells from the bottom of the red cell layer. All manual gel testing was 1+ positive. The customer call back to report the same sample was retested (B)(4) 2013 on the provue and it gave a "?" And the gel card brought to the service rack. Upon review of the gel card the microwell appeared to be weakly positive. The same sample was then tested again on the provue today and it was "?" Again and the reactions was very weak. The red cell buttons appear normal in size. All other cord blood samples tested on (B)(4) 2013 resulted without issue. No erroneous results reported. No errors reported during all dat runs. Cts discussed the possibility of the weak abo antibodies reacting sporadically due to the nature of the antibody-antigen. Cts inquired whether customer will perform an elution on the cord blood. The customer states they will not as the reaction is weak and is probably due to the abo incompatibility of the mother and baby. The customer will continue to monitor the issue and will call back if further assistance is required.

Manufacturer narrative:
The root cause for this event cannot be determined based on the information provided by the customer, but is most likely caused by possibility of the weak abo antibodies reacting sporadically due to the nature of the antibody-antigen yielding the initial negative result on the provue. The same sample was tested manually in gel twice by different technicians and the dat was 1+ positive. The same sample was tested in tube and was microscopically positive. Repeat testing of the same samples on the provue were sent to the service rack with "?" And after visual inspection of the card there was what appeared to be weekly positive reactions. There was no harm to any patient. Quality control testing performed before and after this event passed. There was no reported harm to any patients. The device did not cause or contribute to a death or serious injury; but malfunctioned in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. (B)(4).